Event description:
(B)(4) trial. Same patient as MFR ID#: 2134265-2011-04603. It was reported that during a stenting treatment procedure, poor stent apposition occurred. The patient presented at the time of the index procedure due to stable angina and a positive stress test. A 7f non-bsc 4.0 guide catheter was used to access the left main coronary artery. A 50-60% narrowing of the proximal portion of the left anterior descending coronary artery (lad) that was previously stented was observed. Minimum lumen area was 3.2mm (squared). There is a smooth 50% narrowing in the mid portion. The proximal lesion was treated with placement of 2.5x18mm and 3.0x23mm non-bsc drug eluting stents. The ostium of the lad was slightly underexpanded and was post dilated with a 3.25x20mm nc quantum apex balloon at 20atm resulting in timi-3 flow, no residual stenosis and no dissection. Second, there was an eccentric 75% narrowing in the second obtuse marginal artery (om2) with a 50-60% long area of hazy narrowing in the mid portion. The vessel was crossed with mild difficulty using a 0.014" x 180cm forte floppy wire. A 1.5x12mm non-bsc balloon was used to predilate the lesion at 12atm. Angiography revealed immediate recoil. A 2.25x12mm taxus liberte atom stent was advanced and deployed at this location at 12atm. Angiography revealed slight underexpansion in the mid portion of the stent. This was post dilated with a 2.0x8mm nc quantum apex balloon at 20atm resulting in no residual stenosis, timi-3 flow and no dissection. The patient was discharged 2 days later on aspirin and plavix.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).